Event description:
It was reported that the pump battery could not be charged and subsequently, the pump shutdown. Once the pump was turned on, it was observed that the battery gauge fluctuated. There was no reported impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.